Event description:
Tubing broke off at the drip chamber after the rn had just spiked bag of blood product for a blood transfusion to the patient. Rn had not opened the lower roller clamp when she noticed the drip chamber disconnect. Approximately 10ml of blood dripped out of the chamber before clamping the broken part of the tubing. No blood exposure to staff and/or patient.